Event description:
It was reported that the surgeon could not use the hand switch button. There were no adverse consequences to the pt.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.